Manufacturer narrative:
The issue is being investigated by the manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. The unit with catalogue number ard568370902 and serial number (B)(6) was manufactured on 3rd september, 2008. As it was alleged, the lamp was swaying due to a loose hardware on light head axle connection. There was no injury reported, however, we decided to report the issue based on the potential as it could have resulted in the cupola detachment and consequently led to serious injury in case of event reoccurrence. It was established that when the event occurred, the surgical light did not meet its specification as loose light head connection is considered as technical deficiency. The device contributed to the event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Unfortunately manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 8th of july 2020, getinge became aware of an issue with one of our surgical light ¿ powerled. As it was stated by the customer the light was swaying. During inspection of the light it has been found that there was loose hardware on light head axle connection. No injury has been reported in this case, however we decided to report this case in abundance of caution and based on potential as alleged situation could led to detachment of the light head and further to serious injury.